Event description:
Pulmonetic rep reported ventilator had shut down on patient at hospital. Unit was on patient in hospital for 3 hours when the ventilator alarmed low pressure and stopped delivering volume. No patient harm. Patient was being staged to go home. The 668 hours when the unit was placed on pt; 671.9 when unit picked up.